Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm value was 230 mg/dl and his tandem pump administered 12 units of insulin. The patient¿s cgm value decreased to 135 mg/dl and then he lost consciousness. The patient was found unresponsive on the kitchen floor by his son who called emergency medical services (ems). When the patient lost consciousness, he fell, hit his head and twisted his right ankle. Ems arrived, performed a bg which was 21 mg/dl but the patient¿s cgm displayed 80 mg/dl. The patient was treated with glucose gel and transported to the hospital. The patient regained consciousness 25 minutes after arrival in the emergency department (ed). At the hospital, IV glucose was administered, a head CT (computed tomography) scan and leg x-ray were performed; both were negative; however, both ankles were swollen, and his right ankle was bruised. An unspecified amount of time later, the patient was released from the ed when his bg was 115 mg/dl and he recovered at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.